Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported that the insulin pump was faulty and administered insulin randomly. The hyperglycemia was treated by the paramedics in an emergency medical service centre. The customer also stated that the paramedics could not get stable blood sugar because the insulin pump administered more insulin whenever it tried to get it back to normal. The event involved products mmt-332a, mmt-397, and mmt-751nas.  Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397. No product return is required for mmt-751nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low blood glucose. Customer did not have hyperglycemia but had hypoglycemia. Customer was alleging over delivery. Notified date is used as the incident date since no specific event date was given. However, customer said they had called in about it before (though there is no documented svn about it) so the specific incident date was unknown but it was before march 17, 2025. Troubleshooting was not done since helpline could not reach the customer. Pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.